Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer new to taking her blood sugar customer comparing this meter to a onetouch. Caller did not have other meter with her. Customer concerned that trueresult is reading lower than old meter. Caller is feeling well and stated her normal is 120-130 mg/dl. Customer not testing daily and did not answer what meds she is on. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 156 and 159 mg/dl. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. The meter memory was not reviewed for previous test result history: 140mg/dl (B)(6) 2015 04:36:00 pm fasting:no; 132mg/dl (B)(6) 2015 07:59:00 pm fasting:no; 89mg/dl (B)(6) 2015 01:18:00 pm fasting:no; 155mg/dl (B)(6) 2015 08:52:00 am fasting:no; 167mg/dl (B)(6) 2015 06:11:00 pm fasting:no.